Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device packaging was opened, it was noticed that the pigtail was detached. Reportedly, the suture or the straightener were not removed from the stent, and the stent had not yet been paired with a guidewire. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the bladder pigtail was detached. Deep marks were found on the suture hole, bladder tip, and around the pigtail of the device. Additionally the suture was not present. Most likely, handling factors contributed to this event, as the unit presented marks which are consistent with marks caused by the suture when it is being pulled.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex plus ureteral stent, when the device packaging was opened, it was noticed that the pigtail was detached. Reportedly, the suture or the straightener were not removed from the stent, and the stent had not yet been paired with a guidewire. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.